Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to the patient having an infected shoulder. The surgeon removed the reported implants, lavaged the wound and reimplanted new components.